Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with a impella cp device for mechanical circulatory support and experienced limb ischemia. The impella cp was placed using a right femoral access. There was no placement concerns noted and the patient received intervention to culprit left circumflex artery. The patient was staged to return for left anterior descending artery intervention. Following the procedure, discussions were had regarding leaving the impella cp in overnight to allow the patient to rest. However after checking distal perfusion, there was reduced flow to the patient's right leg. The decision was made to wean and explant the impella cp device. The groin was closed with two perclose and an angioseal with achieved hemostasis noted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.